Event description:
The customer reported the image from the subject device was blurry and the device leaked from an unidentified location. There was no harm or user injury reported due to the event. This report is being submitted for the allegation of a blurry image.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The suspect device was sent to olympus for evaluation. Inspection and testing did not reproduce the report of a blurred image. A review of the device history record found no deviations that could have caused or contributed to a blurred image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device unit, the entire image was blurred due to a sliding error of movable length range that occurred in the zoom scope, blurring of the entire image occurred within the allowable range, or the entire image was blurred due to damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: operation manual. Inspection of the endoscopic system. Operation manual. Important information ¿ please read before use: warnings and cautions. Olympus will continue to monitor field performance for this device. Inspection and testing confirmed the device leaked due to a pinhole in the forceps channel. In addition, angulation in the down direction did not meet the standard value due to wear of the angle wire, there was a gap in the adhesive on the bending section cover, the connecting tube was buckled due to being caught and pinched, the universal cord was wrinkled due to the resin becoming detached/deteriorated, the light guide lens was cracked due to a shock caused by dropping and knocking the device to a hard surface, the distal end cover was dented due to a crack in the resin part caused by handling, switch one was worn due to physical stress, and the scope connector cover, right/left knob, and up/down knob were deformed due to physical stress. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.